Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm d/l glidepath catheter and product packaging was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. The tissue cuff was noted to have slight fiber missing and disturbance could be due to long term usage or accidental removal. Dry blood residue was noted on the device. The red and blue luer of catheter were patent to infusion and aspiration. No leaks were observed throughout the catheter. The catheter felt normally elastic when it was gently pulled and stretched. No evidence indicating loose fitting was noted near the tissue cuff. Therefore, the investigation is inconclusive for the reported catheter expelled out issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath. One month and six days later, on (B)(6) 2025, it was reported that the catheter was expelled out from patient's body. The catheter was replaced. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath. One month and six days later, on (B)(6) 2025, it was reported that the catheter was expelled out from patient's body. The catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.